Event description:
It was reported that while using the bd bbl¿ trypticase¿ soy broth that there was failed growth promotion with s.aureus. The following information was provided by the initial reporter: customer states product failed growth promotion with s.aureus.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2022-01497 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that while using the bd bbl¿ trypticase¿ soy broth that there was failed growth promotion with s.aureus. The following information was provided by the initial reporter: customer states product failed growth promotion with s.aureus.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.